Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. Unable to select codes at this time. Esubmitter has been notified. Codes will be selected in follow up report. One used 6 fr angioseal vip device was returned for evaluation. The device was returned with the hemostatic sheath separated from the device cap. The received device was subjected to visual analysis where a blood like substance was found on all components. The bypass tube was found dislodged by approximately 1.44" from the distal tip of the carrier tube assembly. There was an apparent kink in the carrier tube assembly. The suture appeared to have been pulled through a slit that extended from the manufactured slit to the kink. Additionally, the suture had been cut distal to the black compaction marker. The deployment sleeve was in the rear lock position. The deployment sleeve did not show any deformation indicative of being mated with the hemostatic sheath. Due to the kink in the carrier tube assembly, no attempt was made to insert the carrier tube assembly into the hemostatic sheath, as the kink would have weakened the stability of the carrier tube assembly. Based on the condition of the returned device, the complaint could be confirmed for deployment difficulties as the hemostatic sheath and the carrier tube assembly was not properly mated. However, this was likely due to the dislodged by pass tube and kink of the carrier tube assembly. These issues are likely related to user mishandling of the device as the device is inspected prior to release and no anomalies were noted in the manufacturing review. The tear in the material of the carrier tube assembly is also likely due to user mishandling, as the tear would not occur without the user misdirecting the force applied to the suture upward at an obtuse angle with the horizon. Additionally, the suture would typically not be exposed proximal to the bypass tube without some manipulation from the user. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the "angioseal malfunction. The green tab was retracted back along with the white tab. There was no harm to the patient. The groin was manually compressed along with a few stop application." The procedure outcome was successful.

Manufacturer narrative:
There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.